Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was when patient went to recharge, sometimes the reading went all the way down to 0. Patient did not understand why that happened when it was usually set at 3.0 something. The first time it happened was maybe about 2 weeks ago. Today was the second time patient noticed it. It is at 0.0 now. Patient mentioned they were sick for 2-3 days and was in a lying position. On the call patient was sitting and not moving. Pt was in group b and had 1 program. The intensity was at 0.0. Patient confirmed they did not have adaptive stim turned on. Patient increased the intensity and it went up and then a minute later it went back to 0 again. Patient pressed the arrow to increase and the intensity went up to 2.3. It stayed up for so far. Patient mentioned they had an appointment with healthcare provider later this week and will have them check the device. Redirected to healthcare provider..